Event description:
It was reported that stent fracture occurred. The target lesion was located in the brachial artery. An unspecified promus element plus everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. It was suspected that the stent fractured . No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the more than 95% stenosed target lesion was located in a mildly calcified and mildly tortuous brachial artery. The stent did not fracture. The procedure was completed with this device. The patient's status stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was not returned to the complaint investigation site for analysis. However, a photo was provided. It shows a stent that is not uniformly expanded, however, the stent does not appear to be fractured. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the dfu states: this product is used for coronary use and in this case the product was used in the arm in the brachial artery. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the brachial artery. An unspecified promus element plus everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. It was suspected that the stent fractured . No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).